Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: d4: UDI-unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02315; 1627487-2020-02316. It was reported that the patient was experiencing ineffective therapy after a fall occurred. X-rays were taken which showed fractures on the patient¿s leads. Further troubleshooting was attempted, but remained unsuccessful. As a result, surgical intervention took place wherein the patient¿s leads were explanted and replaced. Therapy has been restored post-op. The patient's device, model number, serial number, and batch/lot number are unknown at this time.